Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. The pt denied any withdrawal symptoms and he was "fine". The hcp later reported that he was having difficulty filling or aspirating the reservoir. The pump was filled with 1000 concentration and a bridge bolus was not performed. The pt was receiving lioresal 2000 mcg/ml at a daily dose of 100 mcg/day, although, the pump was actually programmed to deliver 1000 mcg/ml at a dose of 50 mcg/day. Based on the current programming. It would take 7.9 to 9.7 days for the 2000 mcg/ml concentration to clear the system. The pump had been running dry since early 2008, and pt had not been receiving drug.